Manufacturer narrative:
A ge service rep performed an onsite investigation. The uninterrupted power supply, the power cord, and the auto transformer connections were all checked. The intelligent shutdown board and the uninterrupted power supply were replaced. The software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system would not boot up. No pt injury was reported.